Manufacturer narrative:
H3: product ID# 97715 serial# (B)(6) was returned for analysis. Analysis found the implantable neurostimulator (ins) passed functional testing and no significant anomalies were found. Product ID 977a260 serial# (B)(6) was returned for analysis. Analysis found the item was received connected to device and segmented at proximal end. No significant anomalies were found. Product ID 977a260 serial# (B)(6) was returned for analysis. Analysis found the lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. No significant anomalies were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patien t's ins was working very efficiently for five months or so and then all of a sudden their back was killing them. They had been working with a local representative for the last five or six weeks. They had an appointment today to get their back imaged to see if the leads moved. No further complications reported. Additional information was received from the patient. It was reported that the cause of the lack of therapeutic effect has not been determined. The patient has been working with their rep to resolve the issue, but the issue has not been resolved yet. The patient called for a new controller, see (B)(4) patient states scs therapy worked for a few months but lost therapy and efficacy. Patient states they met with medtronic reps on three different occasions over the subsequent two years but never achieved pain control from scs therapy again. System was removed.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# serial# (B)(4) product type lead product ID 977a260 lot# serial# (B)(4) product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.